Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission. Review of the transmissions revealed the pacemaker exhibited undersensing leading to inappropriate pacing. Oversensing was also noted. No device intervention was performed, but programming changes were discussed. The patient was stable.

Event description:
New information received indicated that the device exhibited several occurrences of oversensing on the atrial channel.